Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. One used 6 fr angio-seal evolution device was received for product evaluation. The evolution device body was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the evolution body was found to be mated with the hemosheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The device/sheath assembly was found to be bent. The anchor was observed dangling at the distal tip of the hemosheath and the distal tip of the carrier tube was exposed. Additionally, the button of the device was noted soft upon receipt. No other visual anomalies were noted with the device. Functional testing was conducted, digital force was applied to the anchor, deploying the collagen and suture unspooled with squeaky screeching noise but the compaction tube did not exit from the hemosheath. No other functional anomalies were noted. Then, the evolution body was dissected from the hemosheath to discover the cause of obstruction. The carrier tube was cut, and the presence of the compaction tube was confirmed. Excessive dried blood-like substances were observed on the compaction tube. For dimensional testing, the outer diameter of the compaction tube was measured to be 0.054'' within the specifications of 0.055 +/-0.002. All measurements were within the manufacturer specifications. For further evaluation, the gearbox assembly visually inspected. The rack was observed in the proximal position and the suture could be seen tethered to the green suture stake. No turns of the suture could be seen wrapped around the spool. Then, the gears were rotated in both directions with corresponding rack movement; no resistance was encountered as the rack moved. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the cause of the reported event was due to negative force on the compaction tube which stressed the drive gear mechanism. The compaction tube did not release due to obstruction by dried blood like substances which solidified during transit and storage of the used device post usage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a peripheral intervention via the right common femoral artery (cfa). When deploying the angio-seal device and pulling back to deploy, the entire device including foot the plate came out. The blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was completed. There was no patient injury/medical or surgical intervention. There was no other devices or equipment used with the reported product. Additional information was received on 05june2020: a 6fr sheath was used. A pre deployment angiogram was performed. Hemostasis achieved was by manual pressure.